Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Rep calling in a scope after the fact no troubleshooting allowed scope has a scratch in lens. Found in surgery. Shoulder scope. No delay. No patient harm. Continued with another scope.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a manufacturing record evaluation was performed for the finished device [product code: 242043, serial number:(B)(4)], and no non-conformances were identified. The complaint device was received at supplier and evaluated. Functional observation revealed that the image was cloudy or foggy, resulting in poor image quality when viewing through the eyepiece. Additionally, the tube was also reported bent and optics, distal tip were damaged. Therefore, the complaint can be confirmed. The following repair tasks were completed to restore to correct specification: internal scope cleaning completed, replaced the objective window, replaced the objective, autoclave service complete. The root cause for this complaint can be attributed to repeated use and/or improper handling of the scope by the end user but a definitive root cause could not be determined. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.